Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) analyzed the system remotely and confirmed that the system would not turn on. Upon troubleshooting, the philips remote service engineer (rse) inspected the system remotely and found that the system was not booting up despite restarting it twice, the patient data monitor displayed "unable to connect," and the touch interface was searching for a connection and requested an onsite support. The field service engineer (fse) visited onsite, checked the system and found that the cmos battery depleted, and bios battery was faulty because the host pc required pressing the lower front panel switch to boot. To resolve the issue, fse replaced the host pc. The defective parts were returned for analysis, for host pc, malfunction was observed, and the failed component was gpu. After replacement the device returned to good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system did not turn on. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.